Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) interface is damaged. Functional testing was unable to be performed due to the condition of the device. The receiver case was opened for further evaluation. An internal inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a dislodged usb connector.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected. The usb connector is dislodged; therefore, the customer complaint could not be verified . The root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report receiver was warm to the touch on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.